Event description:
On (B)(4) 2013 the lay user/patient contacted lifescan (lfs) alleging her onetouch ultralink meter was displaying an inaccurately high results compared to her feelings or normal results. The medical surveillance specialist (mss) was unable to follow up with the patient for additional information per the patient's request. The complaint was classified based on the customer care advocate (cca) documentation. The patient reported between (B)(6) 2013, the alleged issue was occurring. The patient was unable to recall the readings obtained on the lfs meter. The patient reported using insulin pump therapy to manage her diabetes. The patient reported on (B)(6) 2013, she had a glucagon injection at an unknown time. The patient reported 1 week after the alleged issue occurred she developed symptoms of "seizure, unconscious and passed out". The patient reported on (B)(6) 2013 at an unknown time, a reading of "22 mg/dl" was obtained by emergency medical services (ems) and the patient was given 100 cc of IV glucose. At the time of troubleshooting, the cca confirmed the subject meter was in the correct unit of measurement at the time of testing and the patient's test strips were in good condition. However a control solution test was not run due to the patient not having any control solution at the time of the call. Replacement products were sent to the patient and the products were requested for return. This complaint is being reported because the patient claims, due to the alleged issue, she developed symptoms suggestive of severe hypoglycemia and required treatment from ems.